Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. Blood glucose was 190 mg/dl. The customer did not acknowledge that the pump was not interacted with prior to the alarm. Although requested, the customer declined to upload pump data for review and indicated that the issue was resolved.